Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was undamaged and intact with the pusher assembly. Conclusions: evaluation of the returned pod5 revealed an undamaged and a functional device. During functional testing, the returned pod5 was able to be advanced through a demonstration lantern without issue. No other devices associated with the complaint were returned for evaluation; therefore, the reported complaint could not be confirmed. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a pod coil, a non-penumbra microcatheter, a non-penumbra catheter, and a non-penumbra sheath. During the procedure, the physician experienced resistance while advancing the pod coil through the microcatheter; therefore, the pod coil was removed. The procedure was completed using a new pod coil, the same microcatheter, the same catheter and the same sheath. There was no report of an adverse effect to the patient.